Manufacturer narrative:
Retainer ring = black. Pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Pump failed to download history files and traces using thump. Unable to upload/download isolated to pcba 2. Software error detected unknown. The motor arm cannot communicate with the main arm unknown. No damage on the electronic assembly, motor or force sensor noted during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had software error detected alarm and motor arm cannot communicate with main arm error alarm many times. The customer stated that battery error also occurred many times in last period. Insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.